Event description:
It was reported that the device reached elective replacement indicator and possible premature battery depletion was suspected. It was also noted that an alert was triggered due to the low battery. The left ventricular lead was also noted to have high thresholds. The device was explanted and replaced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined for the lead .evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. The time of recommended replacement time in save to disk occurred on (B)(6) 2012 device rrt <=2.6251 volt. The weekly battery voltage trend data shows min battery was 2.631 to 2.614 volts between (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2012 02:15:00 and (B)(6) 2012 02:15:00.